Manufacturer narrative:
H4: the lot was manufactured from may 17, 2022 - may 18, 2022. H10: two (2) actual devices (partially filled) were received for evaluation along with photographs of the devices. Visual inspection along with magnification was performed on the actual samples which did not observe particulate matter in fluid pathway of both containers. Visual inspection of the photographs identified a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene (consistent with fill port material) in the fluid path of a device. The reported condition was verified in the photograph for a device; however, was not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified at the compounding facility during visual inspection. There was no patient involvement. No additional information is available.